Manufacturer narrative:
During follow-up, the patient reported he felt some scratching possibly from eyelets not polished in the past, and perhaps contributed to him acquiring the infection. He experienced no cut or bleeding, but just a scratching sensation. The patient's catheterization technique was reviewed, and it was discovered that the patient catheterizes once a week after taking a bath so he does not wash his hands or the insertion area before inserting the catheter. The patient was informed that cure medical's consultant nurse and instruction guide says cleaning the head of the penis before inserting may reduce the probability of infection. Given the available medical information, it cannot be established whether there is a single recurring infection that was resistant to treatment or if several distinct infections have occurred.

Event description:
Intermittent catheter patient (user) stated the straight tip catheters that he currently gets are scratching and he has been getting a lot of urinary tract infections (uti's) while using the m16 catheters. During follow-up, the patient said he was prescribed an antibiotic, took the full course, and a few days later had acquired a uti once again. This happened 3 times in a row, but he doesn't remember the dates of the previous uti's. The patient reported he finished taking another course of antibiotics which was prescribed around (B)(6) 2020, feels fine, and is infection free.